Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/09/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings:no damage to the keypad was observed. During testing, all of the keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly. Additionally, the audio bolus button cover and plug were detached and debris was observed on the internal components; this has no effect insulin delivery.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up, down, and ok buttons were worn out and intermittently unresponsive. The reporter stated that it required hard, multiple pushes to work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.